Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of above 35 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin drip in the hospital. Customer stated auto mode feature was active at the time of incident. Customer reported car accident and brought to emergency room. The insulin pump will not be returned for analysis

Manufacturer narrative:
The hospitalization information and event date information provided with initial report was incorrect. The correct information has been provided in this report. (B)(4).

Event description:
The customer reported via phone call that the customer required the assistance of emergency medical services and was subsequently transported to the emergency room on (B)(6) 2020 for a hypoglycemic event that resulted in unconsciousness and a car accident. The customer was parking his car, passed out, and hit another car. The emergency medical technician suspended his pump and gave him glucose. The customer¿s blood glucose level when consciousness was regained was 35 mg/dl. The customer was also treated with intravenous fluids. The customer was using the insulin pump within 48 hours of the reported low blood glucose event and the auto mode feature was active. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with pillowing keypad overlay and cracked retainer. (B)(4).